Event description:
Pt reported obtaining result of both "hi" (.600 mg/dl) and "lo" (<10mg/dl), while using the suspect device. Patient noted that immediately afte obtaining non-numeric blood glucose results the device would turn off. Patient noted that hse had experienced neither high not low blood glucose symptoms. Due to erratic results obtained on the suspect device, pt reportedly scheduled a doctor's appointment. Pt reported that her blood glucose, when tested on physician's blood glucose monitor, measured 130 mg/dl. Pt did not provide time/date of any result obtained on the suspect device. At the time of the report, pt noted that she had disposed of the suspect device. No product was returened to the MFR for evaluation.